Event description:
While trying to infuse a medication in the micu through left groin gordis, the nurse noticed that it appeared to be sucking air into the line. Unable to visualize any cracks in cordis. Stopped using line and removed.